Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery confirmed in history file due to force sensor flex tail not properly plugged in to pcb1. Unable to verify frozen display due to critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received frozen display, insulin pump error and power loss alarm as well as buttons was not responsive. Customer¿s blood glucose level was 239 mg/dl. Customer stated that the not able to clear alarm. Customer stated that the did not the time clock advance. Customer stated that the frozen display not reoccurred and the screen was not completely blank. Customer stated that the alarm occur during or after the time that buttons were responding. Customer stated that the screen did not turned off. The insulin pump will not be returned for analysis.